Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up report will be submitted when the evaluation is complete.

Event description:
The account alleges that the during a vascular procedure, the 4f catheter tip detached within the patient. The physician acquired retrograde vascular access and during catheter manipulations the catheter tip detached. The physician used a vascular snare device to retrieve the tip from the patient with no additional consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually and microscopically. The complaint is confirmed. The root cause was unable to be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.